Manufacturer narrative:
Sc-1140 (sn: (B)(4)). The returned ipg was analyzed, passed all tests performed and exhibited normal device characteristics. The reported event was not confirmed.

Event description:
It was reported that the patient noticed a swollen tailbone which radiates to the ipg site. It was stated that the patient felt intense discomfort from the swollen area which was not covered by the stimulation. Images were taken and revealed no damage to the patients scs system. The patient had a reprogramming and got good coverage however, the ipg was explanted and returned for analysis which no manufacturing deviation could have contributed to the event reported. No further information has been obtained despite good faith efforts.